Manufacturer narrative:
Add'l lot #: (B)(4). Summary of eval: the investigation concluded that the event is related to other previous events for this product where the handle fractured inferior to the strike plate. In some of these events, the strike plate then disassociated from the handle. Investigations of these previous events concluded that the root cause is design related. The position of the through hole, version holes and superior lightening hole, inferior to the strike plate, do not discourage crack initiation and propagation. No similar events have been reported for products manufactured after implementation of this design change. If cracks are found, the handles are to be returned to stryker orthopaedics under (B)(4). According to the product bulletin, no per is required for these returned devices. Lot# taxj908, manufacture date: 04/06/2009.

Event description:
It was reported, "following the (B)(4), the customer vigilance rep, forwarded to stryker (B)(4) ra/qa team, the pfa reply form filled in from the surgeon dr (B)(6) the form reports that the customer has to return two items involved back to stryker (B)(4)."